Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of a sensor anomaly. The customer's blood glucose level was unknown. The customer stated that when she went to load the serter, everything fell apart. The customer stated that the needle broke off from the sensor. The customer will be sent a replacement sensor.